Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was not being irrigated after insertion and the side port was loose and separated from the catheter handle. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was able to be flushed through the side port during device preparation, but after insertion of the catheter for the procedure the side port was not receiving irrigation. After inspection it was found that the side port was loose and separated from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported.